Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was removed with no patient injury. Sutures were not required. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - there was no incision enlargement and the backup lens was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation: results: visual inspection of the returned product found the lens optic torn into pieces. The lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).